Event description:
Reportedly, upon interrogating the ICD on (B)(6) 2013, a warning message was displayed stating that the device was re-initialized on (B)(6) 2012 (date of the previous f/u). In addition, device memories were found empty. An explantation is required.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis pending.